Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Decrease in blood sugar level. One such episode ended with the patient starting to lose consciousness [hypoglycaemic unconsciousness]. Novopen 4 the dose button on the injector gets stuck [device mechanical issue]. Novopen 4 is delivering doses incorrectly, sometimes the injector, according to the patient, delivered too large dose [incorrect dose administered by device]. High blood sugar levels [blood glucose increased]. Device stored with needle attached [product storage error]. Case description: this serious spontaneous case from poland was reported by a consumer as "decrease in blood sugar level. One such episode ended with the patient starting to lose consciousness (hypoglycaemic unconsciousness)" with an unspecified onset date, "novopen 4 the dose button on the injector gets stuck(device mechanical jam)" with an unspecified onset date, "novopen 4 is delivering doses incorrectly, sometimes the injector, according to the patient, delivered too large dose(incorrect dose administered by device)" with an unspecified onset date, "high blood sugar levels(sugar blood level increased)" with an unspecified onset date, "device stored with needle attached(device stored with needle attached)" with an unspecified onset date, and concerned a male patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "device therapy", , fiasp penfill (insulin aspart 100 u/ml) from unknown start date for "drug use for unknown indication", patient's height, weight and body mass index not reported. Dosage regimens: novopen 4: fiasp penfill: medical history was not provided. Treatment included - glucose. The case concerned a patient who had been using novopen 4 for about 3-4 months. The patient reported that on an unknown date novopen 4 was delivering doses incorrectly and the dose button on the injector got stuck. There was an event when the patient had high blood sugar levels despite injecting the same dose as always with the same meal. Sometimes the injector, according to the patient, delivered too large dose, which resulted in decrease in blood sugar level. One such episode ended with the patient starting to lose consciousness and an ambulance being called. It was reported that intervention was required. The patient was given intravenous glucose and their condition normalized. The patient changed the needle once daily, in the morning. During the day, the patient injects insulin with the same needle and stores the pen with the needle attached (needle was not specified). Batch numbers: novopen 4: mvg8s52-2. Fiasp penfill: requested. Action taken to novopen 4 was not reported. Action taken to fiasp penfill was not reported. The outcome for the event "decrease in blood sugar level. One such episode ended with the patient starting to lose consciousness (hypoglycaemic unconsciousness)" was recovered. The outcome for the event "novopen 4 the dose button on the injector gets stuck (device mechanical jam)" was not reported. The outcome for the event "novopen 4 is delivering doses incorrectly, sometimes the injector, according to the patient, delivered too large dose (incorrect dose administered by device)" was not reported. The outcome for the event "high blood sugar levels (sugar blood level increased)" was not reported. The outcome for the event "device stored with needle attached (device stored with needle attached)" was not reported. Reporter's causality (novopen 4) - decrease in blood sugar level. One such episode ended with the patient starting to lose consciousness (hypoglycaemic unconsciousness): unknown. Novopen 4 the dose button on the injector gets stuck (device mechanical jam): unknown novopen 4 is delivering doses incorrectly, sometimes the injector, according to the patient, delivered too large dose (incorrect dose administered by device): unknown. High blood sugar levels (sugar blood level increased): unknown. Device stored with needle attached (device stored with needle attached): unknown. Company's causality (novopen 4) - decrease in blood sugar level. One such episode ended with the patient starting to lose consciousness (hypoglycaemic unconsciousness): possible. Novopen 4 the dose button on the injector gets stuck (device mechanical jam): possible. Novopen 4 is delivering doses incorrectly, sometimes the injector, according to the patient, delivered too large dose (incorrect dose administered by device): possible. High blood sugar levels (sugar blood level increased): possible. Device stored with needle attached (device stored with needle attached): possible. Reporter's causality (fiasp penfill) - decrease in blood sugar level. One such episode ended with the patient starting to lose consciousness (hypoglycaemic unconsciousness): unknown. Novopen 4 the dose button on the injector gets stuck (device mechanical jam): unknown. Novopen 4 is delivering doses incorrectly, sometimes the injector, according to the patient, delivered too large dose (incorrect dose administered by device): unknown. High blood sugar levels (sugar blood level increased): unknown. Device stored with needle attached (device stored with needle attached): unknown. Company's causality (fiasp penfill) - decrease in blood sugar level. One such episode ended with the patient starting to lose consciousness (hypoglycaemic unconsciousness): possible. Novopen 4 the dose button on the injector gets stuck (device mechanical jam): possible. Novopen 4 is delivering doses incorrectly, sometimes the injector, according to the patient, delivered too large dose (incorrect dose administered by device): possible. High blood sugar levels (sugar blood level increased): possible. Device stored with needle attached (device stored with needle attached): possible. Event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated. Preliminary manufacturer comment: 22-jan-2026: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. No conclusions reached.

Event description:
Case description: investigational result: name: novopen 4, batch number: mvg8s52-2 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. If possible, please forward the reported product(s) for further investigations. Name: fiasp penfill, batch number: unknown no investigation was possible, because neither sample nor batch number was available. If possible, please forward the reported product(s) for further investigations. Since last submission, the following information has been updated: - malfunction updated as no - is non-reportable updated as no - investigation results updated - final report ticked, and expected date of fu report removed in EU/ca tab - b,c and d, g (imdrf) codes updated in device addendum tab - narrative was updated accordingly. Final manufacturer's comment: (B)(6) 2026: the suspected device (novopen 4) has not been returned to novo nordisk a/s for the investigation. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. H3 continued: evaluation summary name: novopen 4, batch number: mvg8s52-2 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. If possible, please forward the reported product(s) for further investigations.